Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency coronary treatment procedure was completed after a restart of the system. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the logfile which showed that image disk 2 had failed. The fse solved the issue by replacing the image disk. After this replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed that the image disk was full. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.